Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an atrial tachycardia rhythm. Upon review of recent transmission, the implantable cardioverter defibrillator exhibited intermittent blanking of atrial events due to ventricular pacing. Programming changes were discussed. No further information was reported.